Event description:
The customer reported that after pipetting an antibody screening plate on summit the technician indicated that a low volume of sample was delivered to wells a1 through h1. No error was generated. No death or serious injury was associated with this incident.